Event description:
It was reported that the patient's settings were increased from an output current of 1.5ma to 1.75ma, and that the patient passed away the next day. Per the initial reporter, the patient passed away from cardiac arrest/seizure related. This physician believes that it was sudep, but this was not confirmed. The physician did not specify if there was a relationship between the death to vns and did not provide any additional information. Follow up with the patient's treating neurologist found that he was unaware of the circumstances surrounding the patient's death and did not know the cause or relation to vns. He stated that it occurred the day after the patient's settings were changed; however, could not comment on if there was a relationship or not. The patient's body was cremated and no autopsy was performed. Follow up with the funeral home found that they could not confirm if they still had the patient's vns device and would not be able to return it to the manufacturer. No other information has been provided.